Event description:
It was reported that an alert was received through latitude due to a ventricular tachycardia (vt) episode with the ventricle rhythm being greater than the atrium. It was observed that the stored electrogram (egm) shows brief periods of t-wave oversensing. Reportedly, the lead measurements are showing stable. Further in-clinic review was recommended. The device system remains in service. No adverse patient effects were reported.